Event description:
A system 1 processor overflowed during use, resulting in an estimated 15 to 20 gallons of steris 20 sterilant concentrate use dilution accumulating on the floor around the processor. A hospital central supply technician who had been standing in the fluid on the floor complained of an acute burning sensation in his throat, fever and chills. The employee was seen in the hospital emergency room. It was reported that the employee was not treated for any injury, but was given an inhaler to temporarily assist with breathing. A housekeeping employee who cleaned up the spill was also reported to the hospital emergency room; no additional information was reported in regard to this employee.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.